Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was explanted due to excessive vault on (B)(6) 2020. This resolved the problem.cause of the event is reported as unknown. Per the reporter on (B)(6) 2021, "this patient will not be implanted again."